Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a accolade stem was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Had a periprosthetic fx of a right hip original done on (B)(6) 2021. He cabled the bone and cemented the existing stem. Spoke to rep: the peri-prosthetic fracture was not attributed to inaccurate bone cuts at the primary surgery or any bone pin holes. Nothing was explanted.